Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic pain (trunk/limbs) and spinal pan. The patient reported that the implant was sticking out and causing a lot of pain around the area, in the buttocks/hip and low back and the implant was not helping with it. The patient reported that there had been a car accident in the recent past that could be related to the issue. Additional information was received from the healthcare provider (hcp) on 2017-06-01. The hcp reported that the cause of the ins sticking out and causing pain had been determined. The hcp reported that thoracic x-rays were taken ap/lat. The hcp reported that they would reposition the stimulator and remove the lumbar instrumentation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had back surgery on (B)(6). They stated that they thought they were going to have their stimulator taken out then because it wasn¿t really helping them, it was hurting and was poking out since about a year and a half ago. The patient stated that a rep called them about a month ago to check up on them and the patient stated that they told them that they had their device taken out, not knowing that they still had it implanted. The patient stated that the ins had moved, after the back surgery on (B)(6). They stated it was sliding down and the patient was in a lot of pain from the stimulator. The patient also mentioned losing weight and stated that they were unsure if that was why the implant had moved. It was unknown when the patient lost weight. The patient went home after their back surgery and the stimulator only buzzed for a minute. The patient talked with their doctor and their doctor stated ¿they were not going to worry about that until later, they were going to worry about the pain from the l5/s1¿. The patient stated that they go back in in three months for a checkup. The patient was asking to talk with the rep though, because their stimulator was not working. No further complications were reported/anticipated.